Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer chose to use a backup insulin pump to ensure continued insulin delivery while technical support arranged for a replacement pump, despite it being out of warranty and declining an out-of-warranty loaner pump.